Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the directly after the patient had received IV pentamidine, the nurse attempted to flush the line with normal saline before locking it with heparin. When checking for blood return during the flush, the line pulled back intermittent blood with air bubbles present in the syringe. The nurse flushed with a different normal saline syringe and noted the dressing was becoming wet and a leak was noticed. The dressing was removed, leak was seen between the connection of the wing and actual needle of the device. The needle was removed and the patient was accessed again to heplock the line. No patient injury was reported.